Event description:
A hospital in (B)(6) reported that an mr850aek was "over humidifying on the nicu baby unit. Liquid build up in the patient circuit". This was noticed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an (B)(4) was "over humidifying on the nicu baby unit. Liquid build up in the patient circuit". This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr850aek respiratory humidifier is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850aek respiratory humidifier, 900mr869 temperature/flow probe and 900mr859 heater wire adaptor were returned to fisher & paykel healthcare (fph) service center in (B)(4) for inspection. The service center attempted to replicate the reported condensation build up by setting up the humidifier and its accessories on an fph breathing circuit, and ran them for two days. Additional information regarding the equipment set-up was also requested from the hospital. Results: no condensation build up was observed when the subject humidifier was performance tested. Additional information received from the hospital revealed that a viasys breathing circuit was being used with the humidifier when the reported "liquid build up" was observed by a hospital staff. Conclusion: the reported fault was not replicated as the humidifier and its accessories functioned normally during testing. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. No fault was found with the subject humidifier as it functioned normally during testing. The user instructions that accompany the mr850 respiratory humidifier state: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance or compromise safety." Following the testing, the subject humidifier was returned to the hospital.